Event description:
The patient reportedly experienced sound quality issues, followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Device testing revealed abnormal results. Device revision surgery has been scheduled.